Manufacturer narrative:
Initial reporter phone:(B)(6).  Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The bwi product analysis lab received the device for evaluation on 12/11/2020. The investigation was completed on 12/30/2020. An analysis was performed on the pictures that were provided by the customer. According to the pictures, reddish material was observed inside the pebax. The blood inside the pebax could be assumed by the customer as char. However, char was not observed. In other hand, noisy signals were observed in the ECG displayed in the procedure. The customer complaint cannot be confirmed based on the pictures received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and reddish material was observed in the pebax. A second closer inspection was performed and a hole was found on the pebax and reddish brown material. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding char was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab observed a hole on the pebax. Initially, during the pulmonary vein isolation (pvi) ablation, the signals of the catheter showed a specific morphology. There was a noise issue only on this ablation catheter. They were unsure which systems the noise was observed. They did have signals available to monitor the patient¿s heart rhythm. The physician recognized this signal/noise issue as typical for when a char issue occurs. Therefore, immediately the ablation was stopped and the catheter was withdrawn from the patient. The catheter was replaced. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. Charring of the catheter tip was visible. The physician considered that the charring was excessive since they usually do not have any charring. The physician did consider the amount of char observed caused a potential risk to this patient. There was no physical damage visible on the pebax. Workflow list point by point ablation using surpoints (450 anterior/600 anterior). The smartablate generator was set to power control mode at 45 watts and temperature cut off was set to 40. The duration of the ablation was not greater than 60 seconds. The pre-ablation high setting was 2 seconds pre / 5 seconds post. The noted impedance was 180-182 ohms. The smartablate pump was used. Flowrates were set according to the instructions for use at 2ml lowflow; 8ml/15ml highflow. Heparinized normal saline was used as the irrigation fluid. No other type of saline was used during the procedure. There were no issues related to the temperature, impedance or flow on the catheter. The carto visitag module was used and the setting was tag size 3. Recommended values 3,3,25,3. The color option used was the tag index. Surgery was delayed 20 minutes due to the reported event. The procedure was completed successfully with no patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. Pictures were provided and it was observed that there was foreign material in the pebax. The char was assessed as not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The signal/noise issue was assessed as not MDR reportable as the risk to the patient was low. The foreign material inside the pebax with no external damage reported was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 12/29/2020 reddish material inside the pebax with a hole on it. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding is 12/29/2020.